Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1161572. Medical device expiration date: 31-may-2026. Device manufacture date: 10-jun-2021. Medical device lot #: 1084477. Medical device expiration date: 31-mar-2026. Device manufacture date: 25-mar-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd¿ alcohol swabs each from lots 1161572 and 1084477 had visible foreign matter on them. The following information was provided by the initial reporter: "there are pieces of brown foreign matter inside the alcohol swab"

Manufacturer narrative:
H6: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that 3 bd¿ alcohol swabs each from lots 1161572 and 1084477 had visible foreign matter on them. The following information was provided by the initial reporter: "there are pieces of brown foreign matter inside the alcohol swab".